Manufacturer narrative:
(B)(4). The device was reported as an "unknown versaport trocar." However, the incident description mentions a visiport device, which is a different device. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the "trocar needle (visiport) was used below the navel and due to the small resistance in the tissue, it went straight into a larger blood vessels (a. Iliaca communis sin). This resulted in an immediate laparotomy and bleeding control. The sequence of events clearly and deviations message sent locally and health. The trocar has an unpleasant striker, who might easily lead to serious injury. One can not use gas simultaneously, as it is not designed that way. Measures have been focused on caution when using such instruments. Patient injury."

Event description:
Additional information received from the account: the procedure was establishing of pneumoperitoneum under laparoscopy, access from subumbilical incision. Patient lost 2l of blood due to the product problem. The blood loss required a blood transfusion. The time of primary surgery were extended by over 30 minutes and patient underwent two subsequent surgeries, one for definitive correction of the damage to blood vessel and the other was embolectomy, due to thrombosis of lower limbs arteries under postoperative stay. The patient damage was not permanent and he is recovered.

Manufacturer narrative:
(B)(4).